Event description:
Affiliate reports that the perforator failed to disengage. He perforated at the upper part of the temple which resulted in damage to the dura. The doctor reports that the pt was not affected by the event. The device and its packaging was discarded at the hospital.